Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device has the second language set to french instead of english. Audible prompts using the secondary language may not be understood. This may cause a use error and delay or prevent defibrillation therapy. There was no report of patient use associated with the reported event.